Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer's torso was serving as an obstruction between the pump and the transmitter. Tandem customer technical support instructed customer to position pump and transmitter within range and without obstruction, however issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.